Manufacturer narrative:
Investigation included user troubleshooting and education. Investigation of this case revealed that the issue was consistent with a pairing failure between the pump and the cgm sensor that resolved after restart and sensor re-initialization. It was concluded that the event was attributable to a cgm-pump communication or pairing issue, with normal function restored following the restart.

Event description:
It was reported that a user of the ilet system with an fsl3+ sensor experienced loss of glucose readings on the pump after scanning the sensor, with the pump indicating it was pairing and then failing to display data until the user restarted and observed a sensor warm-up countdown. Symptoms included no adverse clinical effects and no reported alerts or alarms. Outcomes included no impact to blood glucose control and no hospitalization.